Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of damage component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500, lot number 21013151 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(4) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing broke in the IV set and "sprayed" IV solution out. The following information was provided by the initial reporter: "obtained new IV tubing out of package; while priming, the IV tubing broke in the IV pump spraying IV solution everywhere."